Manufacturer narrative:
Concomitant medical products: 900sfc226, heart band, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had affected the patient's tricuspid valve. During the valve surgery, the lead may have moved or been moved with high, undefined impedance subsequently being observed. The lead remains in use. No patient complications have been reported as a result of this event.